Event description:
On 11/08/93 the ipp device was implanted. On 05/22/95 the reservoir was revised. On 07/30/97 the entire device was removed from the patient and replaced because of "no fluid in reservoir".